Manufacturer narrative:
Investigation summary. Bd received seven photos for investigation, which show multiple tubes with cracks and low specimen volume. A total of 30 retained samples underwent a visual inspection for damages, and none of the samples failed. Additionally, 10 retained samples were visually inspected for brittleness, with no failures reported. Furthermore, 20 retained samples underwent functional tests for low or no draw, and all tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged (cracked tube) and underfill based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® sst¿, a cracked tube was observed on 12 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G5: additional PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿, a cracked tube was observed on 12 units. No adverse impact was reported regarding the patient or user.